Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump replace battery now alarm. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Customer stated that the insulin pump had multiple pump error alarm. Customer stated that they were able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.